Event description:
The customer contact reported the pt received more medication than intended. The primary line of the pump was programmed to deliver an unspecified concentration of doxorubicin, at a rate of 22ml/hr, and a vtbi (volume to be infused) of 500ml. The secondary line was programmed to deliver normal saline, at a rate of 150ml/hr, and the deliveries were started. It was reported that after 12 hours, the device sounded an unspecified alarm. At this time the clinician noted the doxorubicin container was empty. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed 12 hours later using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).